Manufacturer narrative:
Updated to reflect new information received.

Event description:
It was reported to philips that the ac module for the unit was making a humming noise. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer contacted philips inquiring if the ac module was repairable. Additional information related to a potential malfunction of the ac module was not provided.